Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy as a result of t wave oversensing. Therapy was not exhausted. It was also noted that the patient had myocarditis, and it was unknown if this contributed to a change in waveform. The patient underwent re-screening and subsequently, the device was reprogrammed. Additional information was received which reported the patient received more inappropriate therapy. Troubleshooting was performed and the noise was able to be re-produced. Subsequently, the patient underwent a revision procedure, and the system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy as a result of t-wave oversensing. Therapy was not exhausted. It was also noted that the patient had myocarditis, and it was unknown if this contributed to a change in waveform. The patient underwent re-screening and subsequently, the device was reprogrammed. Additional information was received which reported the patient received more inappropriate therapy. Troubleshooting was performed and the noise was able to be re-produced. Subsequently, the patient underwent a revision procedure, and the system was explanted. No additional adverse patient effects were reported.